Event description:
It was reported that during a colectomy, the device was fired several clips later the clips came out sideways. Another device was used to complete the procedure. There was no adverse consequence to the pt reported.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.